Manufacturer narrative:
G2. Foreign: japan medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for lumbar spinal stenosis. It was reported that the stimulator is charged every morning. Charging started from 80% every morning, but it was already 100% on the day of the report. There were no known environmental, external, and patient factors that may have caused the event. When the treatment app was launched via the handset, it was confirmed that the stimulator's battery was at 100% and the stimulation was turned off. It was explained that the battery level had not decreased because the therapy was off. The patient mentioned that on friday morning, the battery level had decreased to 80%, indicating that the therapy had been turned off during the day on friday. However, the patient was at home yesterday, and the cause of the therapy being turned off was unknown. Although the therapy was off, the patient reported no health issues. Guidance was provided on how to turn the therapy back on, and the patient was advised to monitor the situation. The call was then concluded. The issue was resolved at the time of the report. No health damage was reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-jun-16 device information was provided and the cause of the stimulation being off was reported to be undetermined.